Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to peri-implantitis with a loss of integration and pain at the site. Patient will return in the future for an implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date d4: UDI not available d9: device available for evaluation change ¿no' to 'yes' g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' *h4: device manufacture date h6: evaluation codes h10: additional narrative a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. DHR review was completed for the subject lot number 61498085. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 61498085 for similar events and no other complaint was identified.

Event description:
No further event information is available at the time of this report.